Event description:
It was reported that the patient never had therapeutic effect. The patient stated that the spinal cord stimulation (scs) was working ok, but not good enough. It has been this way since the implant on (B)(6) 2015. The patient had 26 back surgeries and had a lot of scar tissue. The patient wanted to find a pain pump doctor as she was interested in the pain pump.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).